Manufacturer narrative:
The complainant was contacted for return of the product. The product has not been returned for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device displayed a "check pads" message with electrode pads attached. The complainant alleged the patient was observed to be very diaphoretic. A second set of electrode pads were used on the patient and the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.